Event description:
Customer called for service on their iabp. (B)(6) states that the unit will not hold a battery charge. Unit was on patient when it shut down. The staff plugged unit in to begin pumping until another unit was available to swap out with. There was no injury to the patient.

Manufacturer narrative:
Customer reported that the battery had a short run time. Upon evaluating device it was found that the battery (d146-00-0039) was faulty. The battery was replaced and device was run through functional and safety testing. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. (B)(4).